Event description:
The customer reported the system displayed an error message indicating images were not saved and a loss of data. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was then found to be operating as intended.